Event description:
The customer's wife reported insulin leaked from the cartridge into the infusion device. This occurred during the prime procedure, and the customer had to invert the infusion device for the insulin to flow out. The alleged products were replaced and requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.